Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness, loss of balance and increased impedances. Imaging was performed and was unremarkable. It is noted that inflammation in the ear is assumed to be the cause of the vestibular and impedance issues. The recipient was treated with cortisone; however, the issue did not resolve.